Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a dynamic hip screw (dhs) implantation that the implanted lag screw looked bent and shortly after the connecting screw was removed the threaded tip of the lag screw broke off of the shaft. Both pieces were recovered and there were no adverse effects. There was no delay in surgery. Concomitant device: unknown lag screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).